Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. R1309102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2010 to 2013, orthocyclen and ethinyl estradiol. Concurrent conditions included depression, anxiety, adhd, thyrotropin low and obesity. Concomitant products included famotidine (pepcid) and paroxetine hydrochloride (paxil). In 2014, the patient experienced nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity to aluminum/nickel allergy"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe- mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dermatitis contact ("hypersensitivity to dacron"), rash ("rashes or skin conditions type: rash and my neck"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the mood swings, allergy to metals, dermatitis contact, rash, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered allergy to metals, alopecia, dermatitis contact, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion,proper location of essure. Ultrasound scan vagina: on (B)(6) 2015: total bilateral occlusion,proper location of essure then proper location of essure. On (B)(6) 2016 pathology test revealed, a-b, right and left fallopian tubes resection: fallopian tube tissue with no significant histopathologic changes. C-d, essure coil left and right fallopian tubes, removal: metal essure coil grossly identified. (B)(6) 2015 (transvaginal ultrasound (tvu). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Following event : event hormonal changes replaced with mood swings, rash on my neck clubbed with previous event rash. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. R1309102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2010 to 2013. Concurrent conditions included depression, anxiety, adhd, thyrotropin low and obesity. Concomitant products included famotidine (pepcid) and paroxetine hydrochloride (paxil). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), allergy to metals ("hypersensitivity to aluminum/nickel allergy"), dermatitis contact ("hypersensitivity to dacron"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, allergy to metals, dermatitis contact, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, dermatitis contact, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on 1-oct-2014: total bilateral occlusion,proper location of essur ultrasound scan vagina - on 3-dec-2015: total bilateral occlusion,proper location of essur most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet eceived. New reporters added. Patient demographic information and patient relevant history added. Lot number (r1309102) added. Concomitant medications added. Events hormonal changes, hypersensitivity to aluminum/nickel allergy, hypersensitivity to dacron, rashes or skin conditions, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision problems, eye problems, fatigue, weight gain and hair loss added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. R1309102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2010 to 2013, orthocyclen and ethinyl estradiol. Concurrent conditions included depression, anxiety, adhd, thyrotropin low and obesity. Concomitant products included famotidine (pepcid) and paroxetine hydrochloride (paxil). In 2014, the patient experienced nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity to aluminum/nickel allergy"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dermatitis contact ("hypersensitivity to dacron"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the hormone level abnormal, allergy to metals, dermatitis contact, rash, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered allergy to metals, alopecia, dermatitis contact, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion,proper location of essur. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion,proper location of essur then proper location of essure. On (B)(6) 2016 pathology test revealed, a-b, right and left fallopian tubes resection: fallopian tube tissue with no significant histopathologic changes.c-d, essure coil left and right fallopian tubes, removal: metal essure coil grossly identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. R1309102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2010 to 2013, ethinyl estradiol and orthocryl. Concurrent conditions included depression, anxiety, adhd, thyrotropin low and obesity. Concomitant products included famotidine (pepcid) and paroxetine hydrochloride (paxil). In 2014, the patient experienced nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity to aluminum/nickel allergy"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In september 2014, the patient experienced hormone level abnormal ("hormonal changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dermatitis contact ("hypersensitivity to dacron"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the hormone level abnormal, allergy to metals, dermatitis contact, rash, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered allergy to metals, alopecia, dermatitis contact, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion,proper location of essur ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion,proper location of essur then proper location of essure. On (B)(6) 2016 pathology test revealed, a-b, right and left fallopian tubes resection: fallopian tube tissue with no significant histopathologic changes.c-d, essure coil left and right fallopian tubes, removal: metal essure coil grossly identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , nickel allergy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Onset if events, outcome of events updated. Historical drugs added..fu 2 and fu3 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. R1309102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2010 to 2013, orthocyclen and ethinyl estradiol. Concurrent conditions included depression, anxiety, adhd, thyrotropin low and obesity. Concomitant products included famotidine (pepcid) and paroxetine hydrochloride (paxil). In 2014, the patient experienced nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity to aluminum/nickel allergy"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe- mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dermatitis contact ("hypersensitivity to dacron"), rash ("rashes or skin conditions type: rash and my neck"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the mood swings, allergy to metals, dermatitis contact, rash, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered allergy to metals, alopecia, dermatitis contact, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion,proper location of essur. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion,proper location of essur then proper location of essure on (B)(6) 2016 pathology test revealed, a-b, right and left fallopian tubes resection: fallopian tube tissue with no significant histopathologic changes.c-d, essure coil left and right fallopian tubes, removal: metal essure coil grossly identified. (B)(6) 2015 (transvaginal ultrasound (tvu). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.